Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported that the patient's leads migrated and patient was experiencing pain at the ipg site. As a result, the two percutaneous leads were replaced with one paddle lead and the ipg was also replaced to address the issues.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received indicated the patient had ineffective therapy and had a fall a few months ago. Effective therapy was restored.

Manufacturer narrative:
D10: added anchors.